Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) returned for investigation. Visual inspection of the as returned products identified one implant with unknown fractured threaded device inside of it. External thread identified to be damaged, most likely from the removal process. Device history record (DHR) review could not be performed for reported device as the item/lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, the reported device malfunction (screw fracture) did occur and the event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that the multi unit screw has broken and remains inside the implant. Tooth# 32. Doctor has finished the procedure using another implant.